Event description:
It was reported that the patient with this pacemaker system and right ventricular (rv) lead has three to four raised nodules along their clavicle that are infected. During the initial implant of this pacemaker, the physician had to tunnel through the patient's tissue to implant the new system. It is believed that this may have been the cause of the nodules. This product was explanted due to the infection. No additional adverse patient effects were reported.